Event description:
It was reported that when the device was used during a vats procedure, the reload cut but did not staple. Surgeon said the stapler "did not click" as it normally does. Bleeding could not be controlled. Pt had to have an open, mini thoracotomy. The instrument was retained for analysis by the hospital. It is unclear if the device and reload will be returned.